Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
It was reported that the patient underwent an initial bilateral knee surgery. Approximately 3 years post-op, the patient was diagnosed with a nickel allergy and is planning to undergo a left knee revision surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown persona tibial component - unknown. Unknown - unknown persona articular surface - unknown. H6: suggested component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.